Event description:
It was reported that during a lap nissen, the shears was not coagulating effectively at minimum power when used on the short gastric vessels. It also did not cause normal blanching of tissue during use or when tested by touching the spleen. When the device was used on the splenetic vessel, it compressed the vessel, then burst it. The case was converted to open to suture the burst vessel and the gastric vessels, which were now bleeding slightly. The pt was in stable condition the following day when the event was reported to the company sales rep. Risk management has the shears.